Event description:
It was reported that there was a hole and leaking in the artificial urinary sphincter (aus) balloon. It was also mentioned the patient was having recurring incontinence, due to this, a surgical procedure was performed to replace the device. No patient outcome was reported.